Event description:
The account alleged that the bed is drifting into trendelenburg, this is a slow drift. No pt impact.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.